Event description:
It was reported that the patient has had diaphragmatic stimulation since the device change out. Prior to the changeout, the left ventricular (lv) lead was configured lv to right ventricular (rv) coil; but the patient has been since downgraded where this configuration is no longer available and the left ventricular threshold has increased. The lv lead remains in use. No further patient complications have been reported as a result of this event.